Event description:
Session report was received day of surgery from the patient's m106. Lead impedance and output current were within normal limits. Further generator data was received and reviewed also confirmed that the patient's generator did not prematurely deplete. No additional relevant information has been received to date.

Event description:
It was reported that a physician is concerned that the patient's previous m106 device died too quickly. There was no programming history data for this patient's m106 and therefore no estimates could be made on the expected life of the m106. The m106 was not laser routed and therefore not possibly subject to premature depletion due to the laser routing process. The patient believes the battery depleted too quickly due to the autostim firings. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. According to the DHR for the generator, the trim test occurred on (B)(6) 2015 which means the device was not affected by laser routing. Programming history was reviewed and a battery life calculation was run and did not show any anomalies and did not confirm premature battery depletion. The generator data was reviewed and also confirmed that until (B)(6) 2019, the patient's generator depleted as expected, as there was no data available from (B)(6) 2019 to date of explant. The device was reportedly discarded after explant and therefore has not been received into analysis. No additional relevant information has been received to date.